Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on may 15, 2015 due to infection. During the procedure, the modular head, acetabular liner and locking ring were replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product has not been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet UK to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results.